Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105495, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 536095, UDI: (B)(4).

Event description:
It was reported that patients spinal cord stimulator lead had impedances and was noted that patient was not able to get enough pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was disposed at the facility.